Event description:
The customer reported the system produced uncommanded x-rays. There was no pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.